Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During an afib case, a pericardial effusion was noticed. The patient had a drop in blood pressure. The pericardial effusion was confirmed by ice. Medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The physician was no aware of anything during the procedure that could have caused the pericardial effusion. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event: when asked physician states he has no idea when the effusion may have happened. Patient outcome of the adverse event: fully recovering when last updated in hospital as an inpatient. Patient needed to be admitted for drain monitoring after pericardial tap. Act 324. A transseptal puncture was performed with a transeptal with rf baylis needle. Prior to noting the CT ablation was performed. No evidence of steam pop. The event occurred: end of case. Irrigated catheter was used in the event and the flow setting: 15ml during 30w or higher (standard sf settings). The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used: dashboard visitag and vector used, all standard default settings used for visitag 3mm 25% 3 grams 3 seconds with no additional filter used. Tag index 173-673, fti. 11-994, force 3-38. Since the event is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 16-nov-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2021, the product investigation was completed. It was reported that a 68-year-old male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Device evaluation details: visual analysis revealed no damage or anomalies on the device. A deflection test, screening test, magnetic sensor functionality test, temperature and impedance test, electrical test, coolflow pump test, patency flow test were performed, and the device performed correctly, no issues were observed. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30598058l number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)